Manufacturer narrative:
Findings: all buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. No button error alarm or unexpected numbers scrolling during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 212 mg/dl. The customer stated the numbers are scrolling and don't stop, the buttons are stuck. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.